Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead stored an episode with noise and oversensing. Review of monitoring data revealed high out-of-range pace impedance measurements greater than 3,000 ohms and loss of atrial sensing. Since then, ra pace impedances intermittently went out of range and would return to the 800-ohm range. Per the clinic, testing and x-rays were normal. The plan is to review device data in a few weeks to re-assess. This ra lead and ICD remain in service. No adverse patient effects were reported.